Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer did not mention any symptoms. Customer's blood glucose value was 419mg/dl at the time of the call. Customer does not report when the high blood glucose levels began on and did not contact their healthcare professional. Customer declined to troubleshoot for high readings. The pump was not returned for analysis.